Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. In (B)(6) 2024 the remaining battery was 25% and in (B)(6) 2024 it was 15%. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. In (B)(6) 2024 the remaining battery was 25% and in (B)(6) 2024 it was 15%. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service. Additional information received indicated that this device was successfully explanted and replaced on (B)(6) 2025. The device is not expected to be returned for analysis.